Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was analyzed, and the reported error was confirmed as having occurred in the field via system logs review and replicated in-house. Unit was tested on an in-house system in normal mode where it triggered no errors. Unit was also tested on a test platform where it failed the fiber test on rolling loop. During investigation, it was noticed that the rolling loop fiber and ground straps were tangled in the spar. They had to be cut out to continue testing. Unit passed all other required tests thereafter. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error on the universal surgical manipulator 2 (usm2). The customer disabled the usm2 prior to calling in and restarted the system with no resolution to the issue. The technical service engineer (tse) reviewed the system logs and found multiple communication errors pointing to usm2. The tse walked the customer through power cycling the patient side cart (psc) but the issue returned. The customer disabled usm2 again and pulled the psc away from the patient. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure was not completed with the same system, the procedure was completed laparoscopically. This was due to the fact that the customer needed to disable the usm2 but the procedure needed four arms for completion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve error 319. The system was tested and verified as ready for use. Isi has received the usm for evaluation. Failure analysis is in progress. A follow-up MDR will be submitted if the product evaluation is completed and/ or if additional information is received.